Event description:
Stryker ref # (B)(4): it was reported that the cardanic arm of the light head assembly has paint that is allegedly chipping off. No adverse consequences were reported.

Manufacturer narrative:
There was no reported pt involvement, therefore no pt data exists. A photographic image was taken of the suspension with the alleged flaking paint and the actual device was returned to stryker communications for add'l eval. It was confirmed that the pt on the cardanic arm was flaking. The affected component is being returned to the OEM MFR who manufactures the component for further eval. Eval summary: the affected component have not yet been returned to the OEM MFR for further eval, however photographic images have been provided. From an eval of the photographs, it would appear that the triggering event may be corrosion forming under the paint layer or the arm being impacted by other devices resulting in the paint flaking off of the component. In this instance there was no reported pt involvement and no report of any paint flaking off during a surgical procedure. This is not a single use device.